Event description:
The pump was returned for investigation. Investigation revealed a dim, fading and discolored display. Evaluation also revealed that the battery compartment was cracked. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 05/18/2015.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 05/18/2015 with the following findings: during investigation, the display screen was found to be dim, fading and discolored. A visual inspection of the pump revealed a cracked battery compartment. Unrelated to the complaint, the keypad cover was found to be torn at the down arrow button. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).